Manufacturer narrative:
The customer¿s report that the male luer cracked was confirmed. Visual inspection observed that the male luer collar on the suspect extension set was cracked. The crack was horizontal in the middle of the collar and went around the whole collar. Further inspection under magnification observed no whitish colored scratches or stress marking around the cracked area on the male luer collar. Functional testing was not performed because the male luer was received damaged. The root cause was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the spin collar cracked during a vancomycin infusion. Although requested there is no other event details provided at this time.